Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 4" (10 cm) smallbore trifuse ext set w/2 remv check valves, 3 clamps (red, yellow, white), luer lock, non dehp tubing where the customer reported that the device was leaking at the connection between the line and the lumen-leak was at the hub of the tri piece and second time in two days a tri-piece was used and leaked. The event occurred during patient infusion; however, harm was not reported as a consequence of this event. There was a delay in therapy due to having to replace line/extensions. Information on specific fluid or medication is not available.

Manufacturer narrative:
One used list# b33980, 5" (13 cm) appx 0.83 ml smallbore trifuse ext set w/2 clave¿, 2 check valves, 3 clamps (red, yellow, white), luer lock; lot #unknown (attached to an unspecified microclave) was returned by the customer for complaint investigation. As received, there was no visual damage or anomalies were observed. The sample was leak-tested; a leak was observed to be coming from between the shunt and tapered connection of the trifurcated connector. The bond (where the leak was observed) was separated and an insufficient solvent coverage in the tapered connection of the trifurcated connector was identified. The customer's complaint of leakage can be confirmed. The probable cause is due to an inconsistent solvent application during the manufacturing assembly process. A review of the device history record could not be conducted because the lot number is unknown. D9 - date returned to mfg: 12dec2024. Corrected information can be found in d1 - brand name, d4 - catalog #, d4 - primary UDI number, d10 concomitant product, h6 health effect - impact code, d6a - implant date null and d6b - explant date null.